Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe battery packs were evaluated and identified for replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.